Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with two 700cc mentor memorygel breast implant and suffered several unexplained systemic symptoms, including burning, pain, heaviness, chest pressure across entire breast and back but primarily on the left-side, fatigue and joint pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This was the patient¿s primary reconstruction procedure after a breast cancer diagnosis in (B)(6) 2016. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
On 12/2/2019, a manufacturing record evaluation (mre) was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The device manufacture date was updated to 1/18/2016 per mre. The relevant field has bee updated. Manufacturer's reference number: (B)(4).